Event description:
My freestyle librelink meter stopped working 2 days after application. The meter worked appropriately for two days and then. I received a series of error messages saying the sensor was broken and to replace it. I called the company and they did not seem at all concerned that they sold a defective product. There was clearly a manufacturing error and they did nothing to find out any additional information about the product. In my case, this was not dangerous but could be very dangerous to an elderly or other user. I find it concerning that the company showed no concern for quality control. Two days after the sensor was placed, I began getting error readings and then the meter stopped working completely. This is a clear manufacturing defect as I have successfully used other identical meters made by abbott in the same way. To not investigate a defective meter is negligent.